Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas indicating that the up, down, and ok buttons were under responsive to button presses. The reporter indicated that there was no noted damage to the keypad or moisture ingress related to the event. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.